Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a shaft kinked was occurred. The 3.00x38mm promus element long stent was selected for the procedure, however, shaft kink was noticed during unpacking. The procedure was completed with a different device. No patient complications were reported and patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the returned device identified that the hypotube was kinked at 20.5cm distal to the strain relief. An examination of the crimped stent identified that a stent strut was lifted in the mid body of the stent. No other issues were noted with the device. No issues existed with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).